Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "rotating platform spinout in lcs knee arthroplasty". Literature article "rotating platform spinout in lcs knee arthroplasty" (2007) by t. K. Lichtinger · a. Pingsmann · g. Saxler published by trauma surgeon doi 10.1007/s00113-006-1184-4 was reviewed. The article purpose: to report a case study done on a (B)(6) patient who underwent revision surgery due to presented with pain (index knee surgery implant was not disclosed). The article reports: after presenting with pain, the need for revision surgery was identified and it was decided to undergo revision surgery using a depuy lcs knee implant. The lcs knee joint (femur size: large, tibial size: 5, "rotating platform" with 12.5 mm height) was implanted with the lcs standard technique. On the 8th postoperative day, the patient slid off the bed with the operated leg while getting up, and the knee flexed in flexion. Subsequently, the patient complained of pain and a restriction of movement. The radiopaque markings of the rotating platform indicated a significant malrotation of the inlay by 60-70 degrees. The subluxation could be treated by closed reduction. At final follow-up 9 months postoperatively, the patient was mobile under full load complaint free. Patella resurfacing was not done. Cement was used although manufacturer was not disclosed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.